Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to "z-syndrome". The lens was replaced with another lens of a different model and a different diopter power. This report references the patient's right eye.